Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Date of event is unknown. Implant date is unknown. Explant date is unknown. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. A 510k#: device is a veterinary product. No patient information will be reported. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it was reported surgeon had a patient who had a tibia fracture where the implant failed but that was because the dog jumped about after surgery due to lack of owner compliance and had to be revised that with the same type of plate and it did great. This is report 1 of 1 for (B)(4).